Manufacturer narrative:
Corrected data: a1. Patient identifier was inadvertently left off the initial medwatch report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-26, serial/lot #: (B)(4), ubd: 25-jun-2020, UDI#: (B)(4); product ID: evolutr-26, serial/lot #: (B)(4), ubd: 17-oct-2021, UDI#: (B)(4); product ID: envpro-16, serial/lot #: unknown, ubd: 17-oct-2021, UDI#: unknown. Product analysis: no products were returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted successfully and an attempt to center the nose cone of the delivery catheter system (dcs) was made prior to withdrawal of the dcs. The non-medtronic guidewire was pulled and the nose cone did not center. Due to the risk of the nose cone catching the edge of the valve, the implanting team attempted to push and pull the dcs. The dcs was attempted to be removed gradually, however the nose cone separated away from the valve and caught on the inflow portion of the valve, causing the valve to dislodge. Cardiac arrest occurred immediately. The patient was placed on percutaneous cardiopulmonary support (pcps) and heart massage was performed. The valve was lifted to the ascending aorta with a snare. A second transcatheter bioprosthetic valve was opened for a valve-in-valve implant. The valve was implanted successfully. However, during removal of the second dcs, again, the nose cone would not center. Several attempts were made to remove it, such as pulling and pushing the dcs, pulling and pushing the non-medtronic guidewire, and pushing the replaced device after changing the guidewire, all failed at centering the nose cone. The nose cone was pulled by a snare and gradually pulled into the valve causing the valve to dislodge up. The implanting team was concerned with the strength of the torque and the risk of another diislodged valve, therefore a non-medtronic transcatheter bioprosthetic valve was implanted. Complete heart block (chb) block occurred and the patient¿s systolic pressure was 60 mmhg so the patient left the operating room with pcps attached. The patient's condition stabilized and the pcps was detached. The chb returned to normal sinus rhythm. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: g2. Report source aware date was incorrectly reported in the previous report. The correct aware date is now reflected as march 23, 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: a1. Patient identifier. B2. Outcome attributed to adverse event. B5. Additional information was received that three months, seven days following the valve implant, the patient died. Per the physician, there was reduced coronary blood flow due to valve embolization which resulted in heart failure and subsequent death. D8. G. All manufacturers information. H6. Additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.